Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for alleged filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to blood clots on the right side of inner leg. At some time post filter deployment, it was alleged that the filter advanced slightly to the level of superior border of the l2. The device was removed percutaneously. The patient experienced pain where the filter was placed in stomach and removed; however, the current status of the patient is unknown.